Event description:
It was reported that during inspection (1) ultra-fast fix had deteriorated, t1 had been cut from the suture. T2 was deformed and fragmented on the suture. There was no patient involvement.

Manufacturer narrative:
H11: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the customer, there are 38 defective items, 37 of which are unused/unopened, and 1 has been opened for testing in the office, therefore, there was no patient involvement. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. H2: corrected information in b5 and in h6: health effect: impact code.

Event description:
It was reported that during a procedure (1) ultra fast fix had deteriorated,t1 had been cut from the suture. T2 was deformed and fragmented on the suture. The procedure was completed with a change in the surgical technique. It is unknown if there was a delay. No further complication were reported

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed thirty-eight devices were returned in original packaging with the batch number of the complaint on the label. Thirty-seven of the devices are unopened/sealed. One device is open and the t1 has been cut from the suture. The t2 is deformed and fragmented on the suture. The variable depth straw has been trimmed. The needle assembly is severely bent. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. According to the anchor material specifications found that storage requirements are specified, and a material certificate of analysis is required. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors, that can contribute to the complaint event, include an application of unintended inappropriate or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.